Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered an alert for high out of range pace impedances on the right ventricular (rv) lead a few months after implant. The impedances were around 900-1000 ohms initially, then increased to 1800-1900 ohms until they became out of range. Troubleshooting was discussed with boston scientific technical services and the patient was brought in for further evaluation. Thresholds were stable and isometric tests did not produce any anomalies. The alert limit was increased from 2000 to 2250 ohms. The system remains in service. No adverse patient effects were reported.